Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not too good and they did not think it worked. It was stated that the patient had not been to their doctor and was thinking of going next month. It was reported that the patient had changed programs about four times since they got the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that at the patient follow up 6 months later, it was stated it did not worked. They still had multiple fecal incontinence/weak. They tried to reprogram the device but they still did not feel improvement. No unchanged position was seen with x-ray. It was indicated that the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.